Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) ablation procedure. The physician inserted the catheter into the patients' anatomy to gather real-time intracardiac images and it was also intended to be used for the initial imaging and transseptal assistance. While the physician was manipulating the catheter, advancing it up through the femoral artery and inferior vena cava (ivc) to the right atrium, it was observed that the catheter displayed poor images. The physician rebooted the ultrasound system; however, the image quality still did not improve. The catheter was removed and a new catheter was required by the physician to continue and complete the procedure. The procedure was delayed around 20 minutes due to troubleshooting. There was no loss of data and there was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens for investigation. According to engineering, based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. Reference complaint # (B)(4).